Manufacturer narrative:
The unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test and excessive no delivery test. All operating currents are within specification. The unit was programmed with a test glucose meter and the unit communicated properly and recorded the 65 mg/dl value properly. The following physical damage was noted: cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that her blood glucose had been high for the past two and a half days. The patient's blood glucose at the time of incident was 312 mg/dl, but at the time of call her blood glucose had increased to 600 mg/dl. The patient felt thirsty and sluggish. She treated via manual insulin injections. Troubleshooting was declined; the customer wanted a replacement insulin pump. The insulin pump was returned for analysis.